Event description:
It was reported the patient underwent an initial nuss procedure. Subsequently, the patient was revised approximately nineteen (19) months post-implantation due to pain. The bars were removed and replaced. Attempts have been made, and no further information is available.

Manufacturer narrative:
(B)(4). Review of the device history records identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: patient reports chronic pain on left side of chest over stabilize, pain 8 out of 10, no relief thought pt, ice, heat, lidocaine patch. No malposition of bars reported. Root cause was unable to be determined. The reported event is confirmed by provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.